Event description:
It was reported that during testing by the manufacturer service technician, the device was found to be running hot. As the event occurred during testing, there was no patient involvement, no delay to a surgical procedure, no medical intervention, and no adverse consequences were reported related to this event.

Event description:
It was reported that during testing by the manufacturer sales representative, the device was found to be running hot. As the event occurred during testing, there was no patient involvement, no delay to a surgical procedure, no medical intervention, and no adverse consequences were reported related to this event.

Manufacturer narrative:
Updated d1 sample return date. Device evaluation: follow-up report submitted to document device evaluation results.